Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore&#59412;tag&#59412;thoracic endoprostheses (tgt3115/7165019, tgt3420/7160425) for a thoracic aortic aneurysm rupture and esophageal fistula repair. The aneurysm diameter was 60 mm. On (B)(6) 2010, the patient underwent an esophagectomy procedure. On (B)(6) 2010, device-related infection was reported. On (B)(6) 2010, the patient passed away due to an aneurysm rupture. The physician commented that the infection caused aneurysm enlargement and weakening of the proximal neck sealing, which may have led to the aneurysm rupture. No further information was obtained.